Manufacturer narrative:
Pump was received with a failed self test error alarm during self test due to faulty y1 on rf board. Unit had minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed that it failed the self test. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.